Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged elbow stiffness could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the department of orthopedic surgery, columbia university irving medical center, USA. The title of this report is, ¿number of screws in the articular segment of distal humerus ao/ota c-type fractures treated with open reduction internal fixation is associated with complication rate ¿, published on april 01, 2021, which is associated with the stryker ¿variax 2 elbow locking plate system¿. The article can be found at https://doi.org/10.1051/sicotj/2021006. This report includes an analysis of the clinical data that was collected on 27 patients, between 2007 and 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced elbow stiffness.

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://doi.org/10.1051/sicotj/2021006

Event description:
The manufacturer became aware of a literature published by the department of orthopedic surgery, columbia university irving medical center, USA. The title of this report is, ¿number of screws in the articular segment of distal humerus ao/ota c-type fractures treated with open reduction internal fixation is associated with complication rate ¿, published on april 01, 2021, which is associated with the stryker ¿variax 2 elbow locking plate system¿. The article can be found at https://doi.org/10.1051/sicotj/2021006. This report includes an analysis of the clinical data that was collected on 27 patients, between 2007 and 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced elbow stiffness.